Manufacturer narrative:
Intuitive surgical, inc. (Isi) received, the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The vessel sealer extend (vse) instrument was analyzed and found to have multiple low grip torque failures based on log review and during in-house testing. A review of logs showed three 22024 error codes, indicating the grip torque was outside the expected range on universal surgical manipulator (usm4). The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The knife slot measured at 0.026. The jaw gap verification failed at 0.008" at the distal gap. Electrical continuity was tested and passed. Energy delivery was tested, and a sealing malfunction error appeared during the sealing function (error code 22024). The grip force test was performed and passed on the first attempt with an average reading of 6.896 at the straight orientation. However, the sealing malfunction error appeared on the second and third attempts. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. There were no obvious signs of damage at the wrist. The probable root cause of the reported issue cannot be determined at this time. The instrument will be transferred to the advanced failure analysis (afa) engineering team for further investigation. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: failure analysis (fa) testing confirmed the sealing malfunction error appeared during in-house testing indicating that the vse instrument may have incurred a failure mode that is known to impact sealing effectiveness. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Deficiencies in sealing may lead to inadequate hemostasis. At this time, it is unknown what caused the alleged insufficient sealing issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument jaws would not close and seal. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been further evaluated by the intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineering team. The instrument housing was removed, and the grip cable was found to be loose. The loose grip cable is related to the customer repported complaint that "jaws won¿t close" since the grip cable translates to the torque of the system's drive to the jaw actuation. The root cause of a loose grip cable is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.